Event description:
The orsiro drug-eluting stent system was chosen for the treatment. During device delivery the orsiro got caught near the guiding catheter and was therefore removed. Upon removal a stent deformation was noted.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly opened at both ends and displaced, and judging from the x-ray markers the stent is displaced in distal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the stent was initially crimped in between the two radiopaque markers. The balloon is well folded, but a small amount of contrast medium residue was observed up to the proximal balloon weld, indicating the application of negative pressure. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to a handling issue (application of negative pressure during stent system preparation) which is warned against in the IFU.